Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator replacement due to normal end of service. Upon review, phantom programming was noted. The device was explanted and replaced. The patient was stable post-procedure.